Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit, adjusted the right cuvette film height, cleaned windows, verified that probe alignments and pump panel titration were within specifications, inspected cuvettes and photometric system, and ran a system check test, which recovered acceptably. The cse checked error logs and determined that quality control recovery for all assays were acceptable, except for gamma-glutamyltransferase (ggt). As per the customer's request, an alternate reagent lot for ggt was provided to the customer. The customer provided patient samples for precision study and the precision and accuracy of study were within specifications. Siemens determined that there is indication that the cause of the discordant, falsely elevated tni and discordant, falsely low myo results was potentially due to a sample integrity issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result and a discordant, falsely low myoglobin (myo) result were obtained on a patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned the results. The patient was also tested for tni on a point of care instrument, resulting lower. The patient was admitted into the hospital. On the next day, the sample was repeated on the same instrument, resulting lower for tni and higher for myo. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high tni or discordant, falsely low myo results.